Event description:
Received call from or service coordinator to report moisture in the sterile davinci endowrist suction irrigator. In looking through the stock, there were 4 units that also had moisture. These units are a different lot number than found at facility. In addition, only 4 of this lot number were affected with moisture at other facility (the others were dry at this time). I pulled all affected product and they are in my office for evaluation/return.